Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous lesion in the circumflex (cx) artery. A 2.25x15mm xience skypoint drug eluting stent (des) failed to cross the lesion due to anatomical conditions and a dissection was noted. An unspecified balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The 2.0x12mm trek balloon dilatation catheter (bdc) referenced in b5 is filed under a separate medwatch report numberb1, h1: an adverse event did not occur. B5: description of event. H6: health effect - clinical code 3160- removed. H6: health effect - impact code 4641 - removed. H6: medical device problem code - 2993 - removed.

Event description:
Subsequent to the initial medwatch report, the following information was provided. It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 70% stenosed lesion in the circumflex (cx) artery. Pre-dilatation was completed with a 2.0x12mm trek balloon dilatation catheter (bdc) and a non-abbott bdc, after which a 2.25x15mm xience skypoint drug eluting stent (des) failed to cross the lesion due to anatomical conditions. The dissection was not caused by the xience skypoint stent. Imaging was performed and it was noted that a dissection occurred, caused by the 2.0x12mm trek balloon. An unspecified balloon was used to successfully complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. There was no additional information provided.